Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a1401 - deflation problem complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified: opening linear on posterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and observed 40 mm dark patch edge material inside gel device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.